Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back-therapy electrodes. Patient reported that the nurse prescribed calamine. The patient reported that the skin was chafed but improved with the use of calamine.